Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation showed from 0.5 years remaining back to two years remaining in a span of 1 month. Boston scientific technical services (ts) suggested to health care professional (hcp) to get device data from the patient for ts to analyze. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the battery longevity calculation is back to less than 6 months.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation showed from 0.5 years remaining back to two years remaining in a span of 1 month. Boston scientific technical services (ts) suggested to health care professional (hcp) to get device data from the patient for ts to analyze. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the battery longevity calculation is back to less than 6 months. Additional information indicated that patient is seen monthly and battery is fluctuating between less than 0.5 years and 2 yrs remaining. Ts discussed possible cause per engineering analysis that the device is operating with a current drain at the bin boundary, and it is possible that the pulse generator (pg) current bin may not have matched the programmer current bin for longevity calculations. This may result in the fluctuation in longevity remaining calculations noted in the allegation. It is also possible that the battery is depleted to the point that resets are occurring, causing the battery status to reset as well, however, with the limited amount of information available, this cannot be confirmed. Since the device has far exceeded minimum expected longevity calculations, it is concluded that elective replacement time (ert) declaration may occur at any time, and replacement of the device is recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation showed from 0.5 years remaining back to two years remaining in a span of 1 month. Boston scientific technical services (ts) suggested to health care professional (hcp) to get device data from the patient for ts to analyze. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the battery longevity calculation is back to less than 6 months. Additional information indicated that patient is seen monthly and battery is fluctuating between less than 0.5 years and 2 yrs remaining. Ts discussed possible cause per engineering analysis that the device is operating with a current drain at the bin boundary, and it is possible that the pulse generator (pg) current bin may not have matched the programmer current bin for longevity calculations. This may result in the fluctuation in longevity remaining calculations noted in the allegation. It is also possible that the battery is depleted to the point that resets are occurring, causing the battery status to reset as well, however, with the limited amount of information available, this cannot be confirmed. Since the device has far exceeded minimum expected longevity calculations, it is concluded that elective replacement time (ert) declaration may occur at any time, and replacement of the device is recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation showed from 0.5 years remaining back to two years remaining in a span of 1 month. Boston scientific technical services (ts) suggested to health care professional (hcp) to get device data from the patient for ts to analyze. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the battery longevity calculation is back to less than 6 months. Additional information indicated that patient is seen monthly, and battery is fluctuating between less than 0.5 years and 2 yrs remaining. Ts discussed possible cause per engineering analysis that the device is operating with a current drain at the bin boundary, and it is possible that the pulse generator (pg) current bin may not have matched the programmer current bin for longevity calculations. This may result in the fluctuation in longevity remaining calculations noted in the allegation. It is also possible that the battery is depleted to the point that resets are occurring, causing the battery status to reset as well, however, with the limited amount of information available, this cannot be confirmed. Since the device has far exceeded minimum expected longevity calculations, it is concluded that elective replacement time (ert) declaration may occur at any time, and replacement of the device is recommended. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.